Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology. The recurrent mitral regurgitation (mr) appear to be related to the slda; therefore, attributed to procedural condition. The fatigue appears to be a secondary effect of the recurrent mr. Mr and fatigue are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment, recurrent mitral regurgitation, medical intervention, and prolonged hospitalization . It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted thickened leaflets, especially the anterior leaflet. On (B)(6) 2021, one clip was successfully implanted, reducing mr to <1. Then on (B)(6) 2021, the patient returned for a follow up, but was feeling fatigued. Therefore, an echocardiogram was performed which revealed the clip became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 4+. The patient remained hospitalized. On (B)(6) 2021, the patient underwent a second mitraclip procedure. One additional clip was implanted, reducing mr to 1+.the patient will remain hospitalized. No additional information was provided.